Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to oversensed noise on the ventricular rate/sense channel. Review of stored electrograms (egms) from the event also revealed inhibition of pacing; no adverse patient effects related to this occurrence have been reported. The patient was visiting a transformer yard during intense electrical activity.